Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. The full lead was returned and analyzed. Analysis indicated the helix exceeded specification the number of turns to extend and retract. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically compressed. The analyst noted visual inspection found the driveshaft lug being stuck on the retraction stop, and the helix was compressed inside the sleevehead. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had early battery depletion. The device was reprogrammed and remains in use. It was also noted that there was oversensing, loss of capture with high fluctuating thresholds, lower impedance on the right ventricular (rv) lead. It was suspected the rv lead had a microdislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.